Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of the pt's programming history, it was noted that a faulted system diagnostic test changed the pt's settings unintentionally. The fault occurred on (B)(6) 2008, and the change went undetected, leaving the pt at unintended settings.